Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that end of holding sleeve sheared off during use. No delay in surgery and no patient to harm. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.